Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. Unable to verify pump error 35 due to download difficulties

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm and had a critical pump error alarm. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. The customer informed that they fell into the pool and had the insulin pump. The customer took it off and put it back on and it worked. The customer took it right off; worked for the last 2 ½ then the error message came up. The customer stated that they received a book image with exclamation mark. The customer reported fluid in the battery compartment. It was mentioned that the o-ring was in place and the battery cap was not damaged. There was a crack at the back of the insulin pump, but the reservoir lip ring was not damaged. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.